Event description:
A physician reported to an international distributor that a vns patient had experienced aspiration pneumonitis in (B)(6) 2015 which subsequently resolved. The physician indicated that the event was possibly related to vns but the causal relationship could not be conclusively determined. Antibiotic intervention was undertaken for patient comfort purposes which resolved the condition. Diagnostic data from the device was within normal limits.